Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high shock impedance measurement. During the next reading, the shock impedance was normal. All other parameters were normal as well. This device remains in-service. No adverse patient effects were reported. Additional information indicates that this system again exhibited subsequent high out of range shock lead impedance measurements through the patient's home monitoring system. Attempts to obtain further information were made, however, no further details were made available. The device lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.